Event description:
It was reported that during a tka procedure, the handpiece failed the test. There was a backup device.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. The log files were returned for review and indicated that an over current error occurred. When the handpiece was evaluated, there was wiring damage found. The DHR was reviewed and found that the product met manufacturing specifications prior to being released for distribution. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has been established. The log files confirmed the reported error, which was due to an electrical issue with the motor or wiring in the cable. Therefore, the root cause of the reported event was due to an electrical component failure. No containment or corrective action are recommended at this time.